Event description:
The following information was provided: it was reported that the patient's left knee was revised due to a failed patellar component and metallosis. The metal-backed patellar component and insert were revised. Rep confirmed that there were no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.